Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. (B)(6).

Event description:
It was reported that the patient was experiencing inadequate pain relief and rib stimulation. The physician decided to replace the entire spinal cord stimulator (scs) system. The patient was doing well postoperatively. The explanted ipg and lead were discarded by the medical facility.